Event description:
It was reported that during an infusion set change, the connector could not attach properly to the set, and replacing the connector resolved the issue; the affected connector was from lot 33889 and used with an inset 6 mm 23 in infusion set. Symptoms included no reported adverse clinical effects. Outcomes included no interruption of therapy after replacement and no need for medical care. Investigation included technical troubleshooting and user education conducted remotely. Investigation of this case revealed that the initial connector was nonfunctional, and proper function was restored with a new connector. It was concluded that the event was attributable to a connector malfunction, resolved by replacement, with no patient harm.